Event description:
Device 2 of 3. See MFR report # 1627487-2010-03918. See MFR report # 1627487-2010-03919. The pt received her scs system on (B)(6) 2008. It was reported that the pt was experiencing discomfort during stimulation as well as heating at the ipg pocket site. An x-ray showed that one of the leads had migrated. The pt was reprogrammed but the issue was not resolved. No further information is known at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.